Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a br each/deviation from planned trajectory: left side l2 and l3 both lateral, right side trajectory medial l1, medial screw deviation: l1. There was a successful registration and planning for l1-s1. The 360 clamp was placed on l2 and l3. The surgeon started using the drill from right l1 . The surgeon felt the trajectory was medial so they just drilled partially and left it and went to left l2 and l3 which they felt was a little lateral so the surgeon left it and checked with c-arm and found that it was lateral so they aborted the use of the guidance system and went freehand. Trajectories were deviated less than 3.5mm. The issues extended the surgical time by less than 1 hour. There was no impact on the patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1-a4: no patient information is available. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.